Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking between the headset and the connector of the tubing. Shortly after connecting the head set to the tube, insulin leaks out at the connector connection between and the plaster gets wet with insulin. The issue occurred three times.